Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken to resolve the zapping and the ins feeling like it moved was on (B)(6)2025 they had their settings adjusted and then on (B)(6)2026 they had their device examined and their settings adjusted. They said the issue was resolved and also confirmed the back surgery was not related to the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was for the past few weeks the patient was feeling a zap in their buttock and it hurt. During the call the patient was able to connect to their settings and decrease their stimulation to a comfortable level. Patient mentioned that it felt like their implantable neurostimulator had moved. Patient stated they had just had back surgery. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that it was unknown whether the back surgery was caused by or related to the device, therapy, and/or implant procedure (including use error). Patient has either no showed or cancelled appointments. They were scheduled for (B)(6) 2026. It was unknown whether the issue was resolved.